Event description:
A nurse reported that a cassette had leaked. The patient was administered antibiotics as a preventative measure. There was patient involvement, but no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, the reported issue could not be confirmed. A review of all batch record documents was performed for this product with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The cause could not be determined. If additional relevant information becomes available, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional relevant information becomes available.